Manufacturer narrative:
Investigation summary : it was reported that during atrial flutter ablation procedure using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the hemostatic valve was broken so a small amount of blood leaked. The event occurred when the dilator was inserted. The hemostatic valve did not disconnect from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium nor break into pieces. A small amount of blood leaked, not excessive. No air was introduced into the patient. The hemostasis was not compromised. The tip of the delivery sheath passed through the vessel properly. There was no visible damage to the dilator. The physician noted that when the dilator was inserted into the sheath, the dilator did not snap into place to the sheath hub. This likely resulted in the leak. There was no intervention and the patient fully recovered. The device was visually inspected, and a kink was found on the distal part of the shaft. Additionally, hemostatic valve was found pushed in the luer hub, clear friction ring was still in place. Then, device was connected to carto 3 and it was properly visualized and recognized. No errors were observed. A manufacturing record evaluation was performed for the finished device 00001146 number, and no internal actions related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the separation of the valve could be related to the procedure, however this cannot be conclusively determined. The root cause of shaft damage cannot be determined, however it could be related to shipping handling. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation and it was returned in the condition reported as the hemostatic valve was dislodged inside of hub. Friction ring remains intact. Therefore, the reportability remains as a malfunction. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during atrial flutter ablation procedure using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the hemostatic valve was broken so a small amount of blood leaked. The event occurred when the dilator was inserted. The hemostatic valve did not disconnect from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium nor break into pieces. A small amount of blood leaked, not excessive. No air was introduced into the patient. The hemostasis was not compromised. The tip of the delivery sheath passed through the vessel properly. There was no visible damage to the dilator. The physician noted that when the dilator was inserted into the sheath, the dilator did not snap into place to the sheath hub. This likely resulted in the leak. There was no intervention and the patient fully recovered. The patient did not require extended hospitalization. In addition, when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was connected to the carto 3 system patient interface unit (piu), the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium did not register onto the carto 3 system and could not be visualized. They switched to an agilis sheath to continue with the procedure. There was no intervention and the patient fully recovered. The hemostatic valve issue was assessed as a reportable malfunction. Since bleeding was not life threatening, did not result in permanent impairment of a body function or permanent damage to a body structure; or did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, the potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. Therefore, it was assessed as not MDR reportable. The visualization issue was assessed as not MDR reportable. The device was not visualized by the carto 3 system. Therefore, the user had replace the catheter in order to complete the procedure. The most likely consequence was an intraprocedural delay.